Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that 2 or 3 of the stent struts were lifted off the balloon. The procedure was completed with another synergy stent. There were no patient complications reported.